Event description:
The customer reported that the ventilator was autocycling before remediation. Performed the exhalation and flow valve characterizations and they both pass, unit passes the leak test, calibrated the exhalation flow transducer and the exhalation pressure transducer and the problem was not corrected. The vt was set to 100 mls 5 lpm the ventilator was only delivering 20 mls measured with the external volume analyzer. The ventilator was delivering 70 mls, vte reading was 58 mls.

Manufacturer narrative:
(B)(4). Following completion of FDA audit on oct 31st 2014, carefusion 207 has revised the MDR procedures. This complaint was determined to be reportable per the revised procedures.